Event description:
The customer stated that he has cancer and it taking steroids that caused his blood glucose to go high. The customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 311 mg/dl. While in the hospital, the display on the insulin went blank. The customer was advised to rest the insulin pump without a battery for two hours and to call back if the display does not return. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.